Event description:
It was reported that during a non-sustained episode recorded in the ventricular fibrillation (vf) zone, this implantable cardioverter defibrillator (ICD) failed to mark some beats. A request was made to have data from this device analyzed. Data analysis showed several ventricular events never treated by the device, including one in the vf zone, one in the ventricular tachycardia (vt) zone, one in vt-1, and the others in non-sustained vt (nsvt). The most recent event was in the vf zone and shows two under-sensed signals due to the automatic gain control (agc) algorithm. Technical services (ts) also observed that in some episodes, the ventricular channel shows a signal concurrent with the atrial one. Depending on its amplitude, this signal is either not marked or has the [vs] marker and is followed by vp or vs. This could be due to lead position, per ts. Therefore, ts recommended right ventricular (rv) lead troubleshooting below during the next in-office follow-up. No adverse patient effects were reported. This ICD remains in service.